Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 675 mg/dl. Customer had symptom of high blood glucose; customer was not feeling well. Customer was hospitalized due to high blood glucose and urinary tract infection, hypertension, copd, ckd, and acute kidney failure. Customer was hospitalized and was discharged to a rehabilitation center for twenty eight days. Customer was not wearing insulin pump since the morning of hospitalization. Customer was requesting a new meter since the one she had broke.